Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information received from the field indicates that as of 09-may-2025, this device is still being held at the internal vigilance department of the hospital. Once the device is released to boston scientific and returned to our post market quality assurance laboratory, analysis will be performed, and a supplemental report will be issued.